Event description:
It was reported that a pt's full implanted system was removed due to an infection that was located over one of the leads, on the left side of her head. It is suspected that the infection may have been caused by a tooth abscess. Because the leads were found crossed over each other, both were removed along with the extensions and battery. Treatment for the infection and the pt's post-procedure outcome, was not reported. It was noted that the pt will be referred back for a lead placement in a few months. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).